Manufacturer narrative:
D4, UDI -(B)(4). The device was returned to olympus for evaluation and the evaluation confirmed the reported event. The scope socket was faulty, and worked intermittently which caused the error code, also, the locking mechanism was not protecting the pins. Also the olympus lamp life meter was reading under 50 hours causing the light intensity output measurement to be out of range. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the light source experienced communication error code b30, the scope was switched, and it was not the issue. The issue was found during preparation for use in a diagnostic upper and colonoscopy procedure. There was a delay, the patient was re-sedated and moved to another operating room. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
The customer reported to olympus, the light source experienced communication error code b30, the scope was switched, and it was not the issue. The issue was found during preparation for use in a diagnostic upper and colonoscopy procedure. There was a 15 minute delay, the patient was re-sedated and moved to another operating room. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon was reproduced on inspection by the repair department. Therefore, it is presumed that the failure of the scope socket occurred intermittently and b30 error occurred. However, the root cause was unable to be identified. Olympus will continue to monitor field performance for this device.